Manufacturer narrative:
The sample was lithium heparin with a gel barrier that was centrifuged at 3250rpm for 7 minutes. A field service engineer (fse) went on-site (B)(4) 2011. Fse performed alignments, a system check and pipettor verifications and all testing met specifications. The carryover procedure performed failed. Fse replaced the sample probe, checked alignments and cleaned probe after which carryover procedure repeated failed again. Fse then cleaned the probe, ran a special clean and repeated the carryover procedure which passed.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding a discrepant tsh (thyroid stimulating hormone) result below the normal reference range generated by the unicel dxl 800 access immunoassay system for one patient. Repeat testing on two alternate analyzers resulted lower. There was no affect to patient with regard to this event.